Event description:
Olympus (oekg) was informed that the customer high-definition camera head has no image. The customer¿s reported problem was found during inspection before use. The camera head was replaced by another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation confirmed the customer¿s reported problem; the touch panel display is blacked out which was isolated to a defective (cp) circuit board. The device is showing color bars instead of an endoscopic image also due to a defective cp board. Additionally, a crack was found on the power switch. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, d9, h4, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Additionally, cable damage was found; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.